Event description:
Per the surgeon, the patient reported his performance with his cochlear implant system began deteriorating in 2007. Results of an x-ray done (date unk) confirmed improper placement of the electrode array. The patient's device was explanted six months later, and a new device was implanted in the opposite ear during the same surgery.

Manufacturer narrative:
This is a final report.